Event description:
End user reported she has rash to skin under ostomy wafer adhesive for less than one year.

Manufacturer narrative:
Based on the available information, the event is deemed serious injury. End user changes ostomy wafer daily. Does not use any products under wafer. She has had rash under urostomy appliance adhesive for 2 years regardless of product brand. States has tried many different product with same results. Rash with competitor product. Has an indiana pouch which she catheterizes every 2.5 to 3 hours. Indiana pouch leaks at times which necessitates wearing a urostomy appliance when going out. She saw her dermatologist 6 or 8 months ago who does not remember the name. Saw ostomy nurse 3 or 4 months ago who recommended an absorbent product over the stoma, so she would not need to wear an appliance but end user no longer uses. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc stomahesive pediatric flexible wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.